Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A batch review of the potentially associated lot numbers h13j26018 and h13l17070 was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. In the month prior to receipt of this report, the pt was admitted to the hospital from a rehabilitation facility for another indication, subsequently the pt was placed on a ventilator. Two days after admission the pt was taken off the ventilator and passed away. An autopsy was performed. The cause of death was reported as bacterial peritonitis, septic shock, end stage renal disease (esrd), diabetes and hypothyroidism. It was not reported if the pt was recovered from the peritonitis event at the time of death. Pd therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed for the potentially associated lot number(s) h13j26018 and h13l17070. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.